Manufacturer narrative:
Philips service returned the system to use with limitations and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the system was stuck at the philips logo during boot-up; first occurrence on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.